Event description:
Event description boston scientific crm received information that this left ventricular lead was suspected as having been fractured. The lead exhibited impedances greater than 3000 ohms, non-capture and noisy signals. No adverse patient effects were reported.